Event description:
It was reported the customer's right button was not sensitive to touch. The customer's blood glucose was normal and did not require medical treatment. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. The pump also had a cracked case at the display window corner, cracked battery tube threads, a broken reservoir tube lip, a cracked belt clip slot, minor scratches, and a cracked display window.